Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a validconclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as march of 2026.

Event description:
The patient reported that the 72r electrodes irritated their skin. The patient stated that she developed a rash with open sores while using the 72r electrodes. The patient changed them daily and rotated the position on her skin. The patient wears them on her neck. The patient stated that she spoke to her doctor, who suggested that she continue wearing the unit and apply cortisone cream to the area. The patient is seeing her doctor again on 03/23 and will call back with an update. The patient was advised to take a break in treatment until her skin is completely healed. Patient will conduct a time test with the 63b electrodes. No further consequences were reported. The 72r electrodes were not returned for further evaluation.